Event description:
The account reported the brakes are not working. The technician stated that with the brake pedal in the brake position the casters would still move. No patient injury reported.

Manufacturer narrative:
The technician found the brake casters were not locking and the wheels had a flat spot where someone had dragged the bed with the brakes activated. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.